Manufacturer narrative:
As no product was returned for investigation, we are not able to determine with certainty the root cause of this event at this time. However, this device is shipped with an "instructions for use" booklet that list the warnings and precautions, and the correct inflation procedure. The IFU specifically states do not exceed maximun inflation volume and that when used vascular prothesis, the balloon should remain with-in the prosthesis at least 1 cm from the proximal or distal edge of the prosthesis. The appropriate personnel have been made aware of this matter, and we will continue to monitor for similar reports.

Event description:
In 2008, five thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm and dissection. The first device was implanted in the distal portion of the patient's aorta. The second device was implanted proximal to the first device. The third device was implanted proximal to the second device. When the physician ballooned the first device with a coda balloon catheter, the patient's intima tore. The fifth device was implanted to repair the tear. It was reported that during the procedure, two balloon-expandable stents were also implanted. The final intraoperative angiogram revealed a small distal type I endoleak from the fifth device, in addition, there was some filling of the false lumen. It was reported that the patient tolerated the procedure and that the physician will continue to monitor the patient.